Event description:
During an arthroscopy procedure, it was reported the tip of the wand fractured and remains in the pt. There was no pt injury or complications following the procedure.

Manufacturer narrative:
(B) (4). Date of event was not provided. The device is reported as returning for investigation. A follow up report will be provided after the device has been returned and an investigation has been completed.